Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: h6. Correction on field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it was presumed that the phenomenon occurred due to the faulty output connector of clv-190, used in combination. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center encountered an image issue. The issue was found during preparation for use. There were no reports of patient harm. Associated patient identifier: (B)(6).

Manufacturer narrative:
The device was evaluated on site by a service engineer and it was determined that the image appeared only with the correct arrangement of the endoscope plug. The cause of the image problems was due to damage to the endoscope socket in the evis exera iii video xenon light source. The socket was subsequently replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.